Event description:
Pt died from ruptured aaa, despite having previous endovascular stent graft repair. Initial repair was in 2001, it appears that the device migrated and no longer excluded the aneurysm.